Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: was the minimal anastomosis insufficiency a stenosis or a leak? = small leak how long after the initial procedure was the minimal anastomosis insufficiency identified?= 10 days an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a clinical trial (eng_2020_03) cystectomy the patient experienced minimal anastomosis insufficiency. The patient has recovered.

Manufacturer narrative:
(B)(4). Date sent: 8/17/2022 additional information was obtained the minimal anastomosis insufficiency relationship to study device: possibly related.

Manufacturer narrative:
(B)(4) date sent: 9/13/2022 additional information was requested and the following was obtained: adverse event term: value "minimal anastomosis insufficency" has been changed to "anastomosis insufficency" relationship to study device: value "possibly related" has been changed to "not related" upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.